Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure was caused by a missing magnet and an inactive led on the controller board. The field service engineer (fse) the replaced inseparable magnet component, and the system was accessed to run a final test on auxiliary full-height drawer five. The test passed successfully, confirming that the drawer opened and closed as expected. The system functioned as intended after the field service engineer repaired the device.